Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with anxiety. It was discovered that the right ventricular (rv) lead had exhibited a non-sustained rv oversensing episode resulting in rv lead noise. The patient did not receive inappropriate shock, but it was noted that the patient does have a history of appropriate shock. The patient underwent rv lead extraction and the physician suspected a lead abrasion. The patient was in stable condition.

Manufacturer narrative:
Correction - d6b - explant date should have been (B)(6) 2021.